Manufacturer narrative:
A field service engineer (fse) went to the customer site to evaluate the device and confirmed that the device diagnostic report (drpt) showed the diagnostic code for the backup alarm failed alarm. The fse replaced the motor controller (mc) printed circuit board assembly (pcba) to resolve the issue. The fse stated that the alarm no longer occurred after the mc pcba replacement. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. A field service engineer (fse) went to the customer site to evaluate the device and confirmed that the device diagnostic report (drpt) showed the diagnostic code for the backup alarm failed alarm. A quote for additional onsite service by the fse was provided to the customer. This investigation is ongoing.

Manufacturer narrative:
H10: h6- health impact grid, in a good faith effort (gfe) response from the field service engineer (fse) received on 15apr2025, it was stated that the device was outside of use at the time of the event. The investigation is ongoing.

Manufacturer narrative:
Additional information was received that the fse also replaced the central processing unit (cpu) printed circuit board assembly (pcba) to complete the device repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.